Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information later received reported that the patient did notify their healthcare provider about the pump/replacement ptm issues. The patient did not remember when they first started experiencing the pump/replacement ptm issues. Per the patient the circumstances that led to the pump/replacement ptm issues was pump broken. The symptom the patient experienced was pain. The steps taken to resolve the pump/replacement ptm issue was the pump was replaced the next day. The pump/replacement ptm issue was resolved. The pump was used to deliver fentanyl 299.8mcg/day 8x day 1 x2hr. On (B)(6) 2016 it was later clarified that only the patient's personal therapy manager was replaced. The patient reported that everything was working great now.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain and chronic low back pain. The patient stated that his "pain pump is not working correctly". He had just gotten a new ptm (personal therapy manager) and "now it's not allowing for his next dosage". The event date, serial number of the ptm, circumstances that lead to the pump not working and the ptm issue, symptoms related to the event, steps taken to resolve the issues, resolution of the event, and the medications in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.